Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had helium leak. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse reported audible leak present in the high-pressure regulator when helium tank turned open. Confirmed leak via pneumatic system display. Unit failed helium leak test. The fse replaced regulator, hi pressure, helium, (d103-00-0637), tubing assy, helium (d004-00-0103-02), o-ring, (d354-00-0209) to resolve the issue. Leak no longer present in cardiosave. Unit was within specifications of helium leak test. Device passed all functional and safety tests according to factory specifications. Device was returned to customer.

Event description:
It was reported that during routine check the cardiosave intra aortic balloon pump (iabp) had helium leak issue. There was no patient involvement or adverse event reported.